Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02507. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted

Event description:
It was reported that the instrument was found to be broken. There was no patient involvement. Attempts have been made and no further information is available.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; g3; h2 corrected: d4

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.